Event description:
Terumo medical received a user facility medwatch report # (B)(4). The medwatch event description stated that: "patient was undergoing ercp [endoscopic retrograde cholangiopancreatography], and an attempted eus-guided [endoscopic ultrasound] rendezvous was unsuccessful as the wire could not cross the distal stricture. Initial attempt was complicated by shearing of the wire with part of the wire sheath being left within the patient's common hepatic duct. This could not be removed." Additional information was received on 25sep2025: the size of sheared wire that was left within the patient's common hepatic duct was unsure; it was from shearing of the 0.025 straight visiglide wire; part of the wire sheath coating the wire (not the metal portion) came off and floated upstream into the common hepatic duct. It was felt to be unsafe to try to retrieve the wire sheath, therefore no attempts were made. The patient was stable and released back to inpatient bed following procedure and was released home on (B)(6) 2025.